Manufacturer narrative:
Additional information reported that the chb was first observed following the implant of the valve. Subsequently, the permanent pace maker was implanted following the implant of the valve. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the same date of the implant of this transcatheter bioprosthetic valve, complete heart block (chb) occurred and a permanent pacemaker was implanted. No further adverse patient effects were reported.